Event description:
According to the available information the cannula of the device broke during procedure. As reported by the physician the cannula broke inside the abdominal cavity of the patient. The doctor kept the broken cannula throughout the procedure and was able to complete it without needing a replacement of the device, because the device remained functional and without risk to the patient, even with the broken cannula. No harm to the patient was reported.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't found any other complaint on lot number. This component was tested at our quality laboratory and compliant with our specification. Without sample we cannot do more than documentary investigation which revealed no anomaly registered during manufacturing. According to the informations known quality database was checked and revealed no anomaly in relation to the describe defect. A similar case study was performed based on elefant product defect: damaged/broken over last four years, three similar cases were found a rmf evaluation was performed based on criq206 - risk identified 11311 (hazardous situation: elefant cannula breaks) the evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. The harms, severity and occurrence are within anticipated levels per the risk documentation. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information the cannula of the device broke during procedure. As reported by the physician the cannula broke inside the abdominal cavity of the patient. The doctor kept the broken cannula throughout the procedure and was able to complete it without needing a replacement of the device, because the device remained functional and without risk to the patient, even with the broken cannula. No harm to the patient was reported.